Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump using provided instructions, did not experience repeat malfunction after reset, was advised to continue using pump, and was instructed to call back if any malfunction code recurred, which customer acknowledged and understood.